Manufacturer narrative:
B5: upon follow-up, it was reported the antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, every four days, ongoing, route not reported) and ceftriaxone injection (1.5gm, once a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available at the time of this report.